Event description:
Discordant, falsely elevated calcium (ca) results were obtained on multiple patient samples on a dimension exl 200 instrument. The discordant results were obtained while the quality controls (qc) were out of range. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting lower than the initial results and matching the clinical expectations. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that quality controls when used with current reagent lot were out of ranges. Upon the ccc's recommendation, the customer obtained a new reagent lot and recalibrated and re-ran quality controls, which were acceptable. The customer also ran patient samples on the new reagent lot, resulting as expected. The cause of the discordant, falsely elevated calcium results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.